Event description:
It was reported that approx 48 hrs after insertion of the catheter, it separated from the hub. The pt underwent a surgical procedure to remove the catheter body. There were no add'l complications.